Event description:
Reporter indicated that pt's seizure type had changed since vns implant. It was reported that the pt began to experience negative myoclonus events around the time that the vns therapy system was implanted. Treating neurologist indicated that he is unsure how frequently the negative myoclonus episodes were occurring and that they may be related either to the vns therapy or to the progression of the pt's epilepsy. On a scale of 1 to 10, 10 being the most severe, the neurologist indicates that the myoclonus episodes are rated as 4. The pt is also experiencing 80 atypical absence seizures per day. Neurologist plans to see the pt for follow-up to discuss further plan of care. Investigation to date has been unable to determine the cause of the reported change in seizure type.